Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/14/2018 the analysis results found that the strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually. 19 straps were delivered properly. The device trigger was locked as normal process because the lock-out indicator turned 100% orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident. The following additional information was requested but unavailable: 1. Please indicate if the used device returned for evaluation with lot number lbz170 was the actual device with the reported packaging / sterility issue. If yes, please advise if the unsterile device was used during the procedure. 2. Please indicate if the device returned for analysis was another device that was used in the procedure. If yes, was there a reported issue with this device during use?

Manufacturer narrative:
Actual device is strap25 lot lbz170 which was returned for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic ventral hernia on (B)(6) 2018 and absorbable straps were used. When the surgeon went to use the device, the covering pack was found open. There were no reported adverse patient consequences. No additional information was provided.